Manufacturer narrative:
The reported issue of a smoky smell from the received spm was not confirmed; however a thermally damaged component c26 was found on the iui interface board that would have most likely produced the reported odor. The component is a filter cap on the 8 volt right supply and in its damaged, open condition, did not affect the device performance when tested. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported a smoky smell from the device. There was no patient involvement.